Event description:
No event update. Investigation results are now available.

Manufacturer narrative:
Investigation results were made available. Review of event description: it was reported that the patient was implanted with a revitan stem on apr 25, 2014 and underwent revision surgery on (B)(6) 2021 due to implant fracture. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. X-rays: one undated a/p radiograph was received demonstrating a revitan stem fixed with two distal screws, two cerclage wires in the proximal half of the stem and acetabular components. Radiographically visible fracture of the pin and tilting of the proximal revitan stem by approximately 10°. Along the lateral proximal stem a sclerotic line can be seen. The modular junction between proximal and distal revitan stem is at the level of the lesser trochanter. Revision report from rhena clinic, dated (B)(6) 2021: anamnesis: the patient had a violent fall on cobblestones, following which the stem broke the next day. The stem was implanted because the previous stem also fractured following two violent falls. Description of procedure: reopening of the old incision. Luxation of the prosthesis. The proximal stem is extracted without too much difficulty. The two distal screws of the revitan are then removed. The 17 cm femoral osteotomy is performed. A drill bit is used to drill a hole that allows the prosthesis to be tappered and extracted without damage. Implantation of a cemented versys stem and reduction of the osteotomy. Placement of two cerclage wires. A small hemorrhage occurs which is coagulated. A biolox 32 ceramic head, medium neck and a 12/14 taper is placed. Final reduction of the prosthesis. Implantation report from clinique sainte-odile, dated (B)(6) 2014: anamnesis: patient with a loosening of a right total hip prosthesis with fracture under the tail of the prosthesis already osteosynthesized for a fracture 10 cm below. Description of the procedure: reopening of the old incision that is being extended. Watson-jones approach. Luxation of the prosthesis. Fairly easy removal of the femoral component. The plate and cerclage are removed with some difficulty. The fracture is indeed completely mobile in loose pseudoarthrosis. Preparation of the femoral shaft after removal of all cement by a 14 cm femoral osteotomy. Distal preparation with 20 mm revitan rasps. Trialing and implantation of a 20 mm distal revitan stem with a 55 mm proximal stem and a biolox delta option head with a 12/14 taper. A good equality of the lower limbs and a good tension of the gluteus medius is obtained. The two sides of the osteotomy are reduced on the revitan and fixed with two zimmer cerclage wires which have an excellent grip and allow a completely correct reduction. Product evaluation: the products were not returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. - DHR review: review of the device history records identified no deviations or anomalies during manufacturing. - surgical technique valid at the time of implantation in apr 2014: the proximal revitan stem size 55 mm is the shortest proximal stem available. Conclusion: it was reported that the patient was implanted with a revitan stem on apr 25, 2014 and underwent revision surgery on feb 19, 2021 due to implant fracture. The quality records show that all specified characteristics of the distal revitan stem have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). The revitan stem was not returned for visual and dimensional examination. Based on the radiograph provided, the reported pin fracture of the distal revitan stem can be confirmed. Examination revealed that the shortest proximal revitan stem was used and the modular junction between the proximal and distal revitan stems was at the level of the lesser trochanter. In addition, the sclerotic line along the lateral proximal revitan stem may indicate that the proximal part was loose and therefore lacking bony support. This is also indicated by the revision report which states that the proximal stem could be removed without too much difficulty. These factors, in combination with the patient's fall the day before the fracture, may have resulted in increased stress at the modular junction, leading to the pin fracture. Based on the investigation, it can therefore be assumed that the cause is multifactorial, consisting of implant-, patient- (gender, activity level, bone quality, patient fall) and procedure-related factors (choice of size and product combination) [1]. References: [1] herold f, noetzli h, eijer h. Short proximal components in modular revision stems carry a higher risk for stem fractures. Hip int. 2021 may;31(3):398-403. Doi: 10.1177/1120700019884049. Epub 2019 oct 22. Pmid: 31640427. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is cmp-0673455.

Manufacturer narrative:
This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states. Medical products: revitan proximal stem hip impl win gen; catalog#: unknown; lot#: unknown. Therapy date: (B)(6) 2021. The manufacturer received x-ray and other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on an unknown side and underwent a revision surgery due to implant fracture. The patient fell severely on the floor which led to the fracture of the implant. The implant surgery happened 7 years ago.

Event description:
Patient was implanted on an unknown side and underwent a revision surgery due to implant fracture. The patient fell severely on the floor which led to the fracture of the implant. The implant surgery happened 7 years ago.

Manufacturer narrative:
This product is manufactured by zimmer biomet winterthur and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet winterthur manufactures a similar device that is cleared or distributed in the united states. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. D10: medical products: biolox option, head, 32/-3.0, taper 12/14; catalog#: 00-8777-032-01; lot#: 2704731 revitan, proximal part, cylindrical, uncemented, 55, taper 12/14; catalog#: 01.00402.055; lot#: 2728732. Therapy date: (B)(6) 2021. Additional information was received on mar 23, 2021. The manufacturer received other source documents (surgical reports) for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).